Event description:
As per literature article, during a stent implantation of an unknown palmaz genesis opta pro for coarctation of the aorta, the stent was incompletely expanded and longitudinally compression of central part of the stent. Since it was not possible to redilate or retrieve the stent, the patient was immediately delivered to the surgery room. The patient consequently underwent emergency cardiac surgery to retrieve the stent and balloon complex and patch angioplasty procedure.

Manufacturer narrative:
Literature article: sungur, m. , celiker, a., karagoz t. And baysal, k. An unexpected complication during stent implantation for coarctation of the aorta: longitudinal stent compression. International journal of cardiology, 134 (1), e29-e31. The literature article has been attached to this report. Complaint conclusion: an unexpected complication during stent implantation for coarctation of the aorta: longitudinal stent compression¿29-31 (2009) reported incomplete expansion and longitudinal compression of the central part of a palmaz genesis opta pro. There was also migration, strut uplift and withdrawal difficulty of the stent delivery system. The target lesion was a coarctation of the aorta. The patient underwent surgery for removal of the device. Initially, the stent was unmounted form the original balloon and crimped onto a non-cordis balloon. The stent was advanced over a wire, through the sheath and across the coarctation. The stent position was adjusted with repeated hand angiograms until the desired position was achieved. The long sheath was withdrawn to expose the stent which was carefully placed across the stenotic site. The balloon was gradually inflated to five atmospheres. During expansion of the balloon it was noted that both extremities of the stent were flared and with further inflation the center of the stent compressed. The stent became perpendicularly positioned against the aortic wall. Leaking of contrast material was observed with further balloon inflation. Since it was not possible to redilate or retrieve the stent, the patient was immediately taken to surgery for removal of the device. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without return of the device the reported under expansion, strut uplift, migration of the stent and withdrawal difficulty of the stent delivery system could not be confirmed. The exact cause could not be determined. Based on the information available for review, handling factors during removal of the stent from the stent delivery system and crimping onto another balloon, and procedural factors (rupture of the non-cordis balloon) may have contributed to the difficulties experienced by the customer. With the information available for review and without a lot number to conduct a DHR review, there is no indication that the reported failures could be related to the manufacturing process of the device; therefore, no corrective and preventive actions will be taken at this time.